Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. It was reported that the tubing was broken off in a blue port of an unspecified clave port of the tubing set. No specific details were provided. No information was provided if the event occurred prior to, during, or after patient use. However, there were no reported adverse patient effects and no reported delay of critical therapies to any patient. No medical interventions were reported. No additional information was provided.